Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the blower is not running. The customer reported there was no patient involvement.

Manufacturer narrative:
Unable to confirm the device serial number. The field service engineer (fse) replaced the blower assembly to address the reported issue.